Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket to capture and attempt to crush a stone. However, when attempting to close the basket, the handle cannula at the proximal end of the basket had broken apart. The handle of the basket was then cut off and the pullwires attached to a soehendra lithotripter to attempt to remove the basket; however, while winding the soehendra, the pull wire stretched and broke. This resulted in some of the wire being removed, and approximately 8 inches of the wire was left protruding from the patient's mouth. The end of the wire was taped over and a gastroscope and rat tooth forceps were used to push the remaining wire into the patient's stomach. The patient was then scheduled for surgery. The patient's condition after the surgery was reported to be fine.